Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "the needle breaks (suture approach)"? The needle breaks do you mean needle breakage on the needle body or did needle separate /pull off from suture? On the needle body if needle broke, did it fall into patient?yes if yes, was it removed?yes it was removed and how? Any patient consequences?no any medical/surgical intervention to remove the needle?no patient's current condition?good.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. The needle fell into the patient and was removed. There were no adverse patient consequences reported. The current condition of the patient was reported as good. No additional information was provided.